Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead previously exhibited t-wave oversensing (twos). The lead was reprogrammed to increase the sensitivity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the epicardial (right ventricular) (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.